Event description:
It was reported that the hand piece device "would not run at normal speed". It was unknown to the reporter if the device was used in a surgical procedure, if there were any delays, or if there was patient harm, adverse outcome or injury alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition could not be duplicated and therefore could not be confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).